Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that excessive battery depletion was observed. The physician decided to monitor the patient. The device remains implanted.

Event description:
New information noted that the device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor. No anomalies were detected. The cause of the battery depletion was undetermined.